Event description:
Neurosurgeon reported performing a thoracic laminectomy with an excision of an intraspinal meningioma in 2002. The laminectomy was performed on level 1 through 3 using a 3x3 piece of duragen to repair the dura. Gelfoam was used for some bleeding and was left in the patient. The neurosurgeon did not use a closed wound drain. No fibrin glue was used. The patient appeared to recover well. Three to four months later the patient presented with low back pain. The back pain persisted and the patient developed headaches that became worse over the next three weeks. The patient was admitted to the hospital through the infectious disease department with possible viral meningitis. They viral cultures were negative. A spinal tap was performed and results indicate lymphatic gliosis. The patient was transferred to the hospital. The patient told the neurosurgeon they were diagnosed with chronic reactive meningitis due to the dural graft. The patient reported to the neurosurgeon being treated with steroids and was doing well. The neurosurgeon has not spoken directly to the treating physician at the hospital and does not believe this reaction is related to the duragen, especially since the reaction started long after the surgical procedure. The neurosurgeon indicated the fact that the meningitis cleared after three weeks may indicate a viral infection.